Event description:
Customer reported that the insulin pump's reservoir compartment was cracked. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Loose end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).